Event description:
While performing preventive service, the manufacturers field service engineer reported the ventilator failed extended self testing due to a patient circuit leak. Upon evaluation, the service engineer reported a hose on the inspiratory module had a hole worn in it. As noted, the finding could result in an open system and loss of volume or pressure during operation in normal ventilation mode. The service engineer replaced the hose to correct the reported problem. Applicable final testing was performed to specifications.